Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "bridge test fail" message complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty insulated gate bi-polar transistor on the bridge board.